Event description:
A facility reported "brown burn marks" on the surgical patties. No patient contact/injury reported. No surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Surgical pattie was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye. Burn mark on the pattie is confirmed by visual inspection. The complaint could be verified through failure analysis. Root cause - per the failure analyst, ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the traveler will be retrained per an ils.¿ currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. A corrective and preventive action (CAPA) has been closed in june 2022 for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability. The CAPA implemented preventative actions to minimize the issues above.

Event description:
N/a